Event description:
Endoclip malfunction - staple misfired and became lodged at the end of endoclip in upper left quadrant of abdomen during procedure. As physician retracted the endoclip from endoport, increased bleeding resulted due to staple causing larger hole as it was retracted. Decontaminated in csr and returned to ethicon via sales rep.